Event description:
Clinical study. It was reported that 1204 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The index procedure treated an 80% stenosed, mildly calcified lesion in the proximal right coronary artery (prox rca) with predilation and placement of a taxus express2 3.0x16mm drug eluting stent. The patient was discharged 2 days later on aspirin and plavix. During review of the source document, the site discovered an in-stent restenosis event. During a cardiac catheterization performed 1204 days post index procedure, it was noted that in the rca, there was "80% stenosis in the proximal vessel at a prior stent site." The target lesion was treated with cutting balloon and showed excellent final appearance. Residual stenosis was 30%. The investigator assessed the device relationship to the event as unknown.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.